Event description:
The following information was received from (B)(4): on (B)(6) 2012, a peritoneal dialysis registered nurse (pdrn) contacted home care services and reported the following information: on an unreported date, the patient made a mistake / had a touch contamination. On (B)(6) 2012, the patient was diagnosed with peritonitis and hospitalized for the event. Treatment rendered was not reported. As of (B)(6) 2012, the patient remained hospitalized and was recovering from the event of peritonitis. Pd therapy was ongoing. The nurse stated the event of peritonitis was caused by the mistake/touch contamination and was not related to any of the pd solutions. No further information was provided. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse to obtain additional information regarding the peritonitis event. The following information was obtained: the nurse confirmed the peritonitis was caused by a touch contamination. She stated the patient and family were retrained on aseptic technique. She stated the peritonitis event was not related to any of the baxter disposables or device. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The issue is being investigated through a CAPA. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because nurse reported a breach in aseptic technique (touch contamination) by patient. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.